Event description:
It was reported that a user experienced a hyperglycemia event characterized by persistent high glucose readings throughout the day while using the ilet, despite changing the infusion site twice and replacing the insulin cartridge, with resolution later that afternoon; no device alerts or alarms were reported and the cause was unclear. Symptoms included hyperglycemia with reported moderate ketones. Outcomes included temporary limitation in daily activities without medical intervention or hospitalization. Investigation included collection of user-reported details and attempts to obtain additional information for assessment. Investigation of this case revealed no confirmed device malfunction, with the event consistent with unexplained hyperglycemia where infusion or insulin delivery issues could not be verified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.